Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced diabetes ketoacidosis. The customer also had high blood glucose level of 382 mg/dl and blood glucose level increased after set change. It was reported that tubing of infusion set was bent which lead up to diabetes ketoacidosis without insulin pump telling any alarm. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active on insulin pump. The insulin pump will not be returned for analysis.